Event description:
A healthcare professional (hcp) reported a telemetry issue when updating the pump. The pump went into stopped mode. The patient had a cell phone and ipad on them. The hcp removed those from the environment, and they successfully re-updated the pump. This resolved the issue. Sources of potential emi were specified to have been the cell phone and ipad. The medications infused were morphine, clonidine, and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).